Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).